Manufacturer narrative:
Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a procedure performed on (B)(6) 2009. According to the complainant, on (B)(6) 2019, the mesh implant eroded into ("comes out in") the patient's vagina. Reportedly, the patient had difficulty in urinating.